Event description:
It was reported that approximately fours years post a port placement, the device allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was received for evaluation. Gross, visual, tactile and functional testing were performed. A complete circumferential break was noted to the distal end of the attached catheter and edges were noted to be uneven. The surface was noted to be round and smooth in one region and granular in the other. Upon infusion, thrombus was observed exiting with water at the distal end of the attached catheter. Therefore, the investigation is confirmed for the reported fracture and the identified deformation and naturally worn issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately fours years post a port placement, the device allegedly ruptured. There was no reported patient injury.